Manufacturer narrative:
(B)(4). Gtin: unknown. The confidence 11 cc high viscosity spinal cement was not returned to the customer quality unit (cqu). A review of the device history record identified no issues during the manufacturing and release of this cement that could contribute to the problem reported by the customer. This cement was released accomplishing all quality requirements. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the cement or images, we are unable to confirm the reported issue or identify the root cause. No issues could be identified in the manufacturing or release of this product. Therefore, this complaint will be closed with no further action required. If more information and/or the complaint sample become available at a later date, the complaint will be reopened and the product will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) on (B)(6) 2018 was performing a degenerate scoliosis procedure. His plan was to place expedium ti 5.5 mm rod screws from t11-s1, viper cortical fix fenestrated screws at t10 with confidence cement and a vertebroplasty at t9 above his planned hardware construct from t10-s1. After placing all the screws and he injected the confidence cement bilaterally into the viper fenestrated screws at t10. He then performed the vertebroplasty and injected the confidence cement into t9. After cement injection he analyzed the placement of the cement at t10. He thought that some of the cement was in the spinal canal along the anterior margin. He then got a medtronic oarm spin to confirm his findings. The was some cement in the canal along the anterior margin of the spinal canal. There were no neurological deficits from a neuromonitoring perspective. Dr. Zhang elected to do a t10 laminectomy. After the laminectomy he decided to extend the expedium construct to t8. He then placed rods and completed the procedure. This is all the information that is available no patient weight, dob, or height is available no customer response is requested I listed the confidence kit part # and the actual cement part # from the kit in the complaint device list. The "lot" # from each of these parts was listed in the "serial #" field. Patient consequence?: yes. Patient consequence description:cement from t10 placement went into spinal canal. Action taken for procedure: dr. (B)(6) performed t10 laminectomy and extended construct to t8 is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.